Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Study: (B)(6). Subject: (B)(6). (B)(6) 2024: pi reviewed her spect/CT scan with her today, and pi feels that her images are most consistent with lateral gutter impingement. This is also concordant with her exam and focal pain in the lateral gutter. Patient elected to proceed with a gutter debridement. Treatment for this condition would consist of a lateral gutter debridement. (B)(6) 2024: patient had surgery on this day for a right ankle arthrotomy and bony debridement of lateral gutter.